Event description:
Straps on seat cushion holding seat sides and back of the restraint gave way, causing the resident to fall and injure himself. The velcro straps were attached to each side of the wheelchair. Also, the two side straps that held the upper torso were involved; one tore but did not sever from the right back pad leaving foam padding exposed, the other tore off or severed completely from the right side paddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.